Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during drain 1 of 7 of peritoneal dialysis (pd) therapy, while the hp was not connected. During troubleshooting, the technical service representative (tsr) had the hp close the patient line clamp and the care giver (cg) then noticed that the patient line became disconnected from the transfer set. The tsr explained the alarm and advised the cg to have the hp start therapy over using new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device was not returned. Evaluation summary: the device was not returned. The lot number was not provided therefore, a batch review could not be performed. The cause was determined to be a loose connection as a disconnection was reported and is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.